Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping noted. The insulin pump had a peeling keypad overlay, cracked case at display window corners, scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. No damage noted on lcd glass. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not performed. The device was returned for analysis.